Manufacturer narrative:
As reported per a social media post, patient underwent implant of an undefined mesh and patient has had post operative trouble for more than ten years. The information is limited to the social media post. The actual device and device manufacturer used to treat the patient was not identified. Based on the limited information available, no conclusions can be made. The degree to which the implant used to treat the patient, may be causing, or contributing to the patient¿s postoperative course is unknown. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (27-mar-2026) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per a social media post, patient underwent implant of an undefined mesh "more than ten years ago". Reportedly, "it still gives her trouble."